Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. The low battery led was turned on all the time. There was no patient involvement.